Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213) a lot history record review was completed for lots 25157550, 25157566, and 25157577 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Device discarded: (4115/ 3221) despite request, customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun ''1019'' through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
B5 correction: summary has been corrected. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa performing erah had completed dissection and had moved to using the hpii device. After one or two tries at cutting the fascia for the fasciotomy, they said that the hpii heated, produced lots of smoke, then shut off completely. They pulled it out of the arm and tried to allow it to cool and took a look at the jaws. They noticed there was some separation of the wires/plate from the jaw and that there was a melted portion of the shaft at the black covering. Nothing broke off into the patient. The hpii device was used on connective tissue--arm fascia. There was a delay in the procedure due to the first two devices not working and having to open a third before moving on. They have not been informed that there was any change from normal in the patient's post-op condition.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa performing erah had completed dissection and had moved to using the hpii device. After one or two tries at cutting the fascia for the fasciotomy, they said that the hpii heated, produced lots of smoke, then shut off completely. They pulled it out of the arm and tried to allow it to cool and took a look at the jaws. They noticed there was some separation of the wires/plate from the jaw and that there was a melted portion of the shaft at the black covering. A replacement device was used to complete the procedure.